Event description:
It was reported that this pacemaker went into safety mode. It was noted that the patient's muscle was twitching due to the unipolar pacing. The pacing was not needed as the patient has an underlying rhythm. The device replacement was scheduled. The device remains in use. No adverse patient effects were reported. Multiple attempts have been made to obtain additional information. However, no further information was provided. Should any additional pertinent information be provided, a supplemental report will be sent.